Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 450 mg/dl, which was treated with manual injection. Customer was able to resolve no delivery with a complete set change. Customer declined troubleshooting for high blood glucose. Insulin pump would be replaced per customer's request.